Event description:
Customer reported they had tmj discomfort and teeth crowding due to the aligners. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.